Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, severe calcium burden was a likely contributing factor for the root rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After 2 inflations with 23x4 edwards bav, the patient's pressure was noted to be less than 100. A 26mm s3 valve was deployed in a 90:10 aortic/ventricular position without pacing as the patient was hypotensive (45/20). Vasopressors were given following the valve implant. Tte revealed a small effusion and a root shot indicated a small contrast extravasation outside the sinus of valsalva under the lca. Pericardiocentesis was performed and approximately 450ml of blood was removed. Tte and angio showed no pvl and no cai. Six hours post procedure, the pericardial drain was removed and the patient was stable. The root rupture was attributed to severe calcium burden. The bav may have disrupted the sinus of valsalva and calcium may have been displaced when the valve was deployed. The patient's native annulus was 521mm2 by CT, the native annulus was moderately calcified, the native leaflets were severely calcified and the aortic root had no calcification.